Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response. Unable to verify for pump error.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working. The customer stepping into the pool insulin pump exposed to fluid. Customer stated they do not hear fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.